Event description:
It was reported that a 41-year-old caucasian female patient underwent a breast augmentation revision with two 375cc mentor memorygel breast implants and experienced generalized illness symptoms including unspecified autoimmune symptoms, aches, and soreness post-operatively. It was reported that the patient also experienced granuloma and a rupture on the left side; a mammogram showed silicon outside the breast. As a result, the patient underwent explantation on (B)(6), 2023. This report is for the left side device.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, granuloma, and rupture. Health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).